Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000 and that remote monitoring was disabled. Additionally, code 1007 was recorded, indicative of extended charge times greater than 15 seconds. This crt-d remains in service, however device replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000 and that remote monitoring was disabled. Additionally, code 1007 was recorded, indicative of extended charge times greater than 15 seconds. This crt-d remains in service, however device replacement was recommended. No adverse patient effects were reported. Additional information received reported that this crt-d was explanted and replaced. No additional adverse patient effects were reported. Product return was requested.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding product return status. At this time, no further information is available. Should additional information become available this report will be updated. Correction to h6: device code "battery problem/a0705" was removed.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an alert message indicating that battery replacement indicator had been reached on 01 january 2000 and that remote monitoring was disabled. Additionally, code 1007 was recorded, indicative of extended charge times greater than 15 seconds. This crt-d remains in service, however device replacement was recommended. No adverse patient effects were reported. Additional information received reported that this crt-d was explanted and replaced. No additional adverse patient effects were reported. Product return was requested.